Manufacturer narrative:
E1 - adress 1 complete: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed red dots in the image. There were no reports of patient harm.

Event description:
The issue occurred during the pre-use inspection of a therapeutic transversus abdominis plane procedure (tap). The procedure was completed using a similar device with no surgical delay. There were no issues with the concomitant device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please also refer to section b5 for the updates obtained via customer follow up response. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the red dots on the screen are due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.